Manufacturer narrative:
(B)(4)

Event description:
The following issues were reported: in mo treated window, the solution amount does not propagate correctly every time it is changed. Change is dispense detail does not show the changed volume, only if change from change order window. When the user enters a solution with a long name (40 characters max), when they get to the mar, it either does not display the specified volume at all, or (depending on the length of the solution name), it may cut off the volume. For example, a 100ml solution is displayed as 100ml solution. There was no report of mistreatment. No further info was reported.